Event description:
Attorney reported: pt had hernia repair performed at which time a [composix] kugel patch was inserted in pt's body. As a result of the [composix] kugel patches being implanted in the pt, pt has incurred and will continue to incur substantial medical treatment and expenses; decreased enjoyment and quality of life; scarring and disfigurements; lost wages and a loss of earning capacity; wrongful death damages including but not limited to pecuniary damages; and pt otherwise and is permanently injured. Per review of medical records reviewed: on (B)(6)2000 - pt was implanted with a kugel mesh patch to repair a left, inguinal hernia. The anterior sheath of the kugel patch was anchored with one stitch of 2-0 dexon. On (B)(6)2005 - pt underwent elective repair of recurrent left inguinal hernia with small perfix plug and prolene mesh. The previous kugel patch and become dislodged in the lower edge and the hernia was protruding from below the edge of the kugel patch. The lower edge of the kugel patch was anchored to the cooper's ligament medial to the femoral vein. A small perfix plug was placed to close a gap in the posterior wall. On top of the plug, a small prolene mesh was placed, encircling the cord laterally. On (B)(6)2007 - pt was noted to have a painful keloid from the left inguinal hernia repair. On (B)(6)2007 - pt complained of pain just superior to the surgical repair site in the left groin. On (B)(6)2008 - pt complained of pain at scar site.

Manufacturer narrative:
The medical records provided did not include a statement or indication that there was a possible or suspect device failure related to the bard mesh. No sample was returned for evaluation; however, based on the currently available information, no bard mesh device failure occurred. The cause of dislodgement of the kugel patch could not be determined but could be related to the minimal fixation of the patch noted during implantation. The pt was seen by a doctor who documented the keloid as being the cause of the pain in that area. Therefore, a complaint will not be initiated on the perfix plug as a keloid formation is not related to the mesh but the surgical procedure. The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received.